Event description:
It was reported that the right ventricular lead fractured. The lead had high impedance, noise, and oversensing. When trying to extract the lead, the helix would not retract even after 30-35 turns, but was removed using traction. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed and the distal conductor was fractured. The outer tubing overlay was melted and had cosmetic environmental stress cracking and a breached cut. The inner tubing was torn, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism as well as tissue on the helix. Visual analysis noted that the helix will not extend or retract if the distal coil is fractured.